Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed system error 322 (link switch error (low)). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be an upper auxiliary, lower auxiliary and force sensor flex tails not secured to the I/o pcb (input/output printed circuit board) and third shoulder screw for the link was out of specification. The link will be reinstalled to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device alarmed system error 322(link switch error (low)). No additional information is available.